Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome¿ xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the elevator of the duodenoscope was in the lowered position, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second ultratome¿ xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Visual examination of the returned device has the distal pierced hole torn; this last condition displaced the cutting wire. Also, the working length was found to be twisted in several locations. No other issues was noted. The complaint was consistent with the reported event of incorrect orientation which could have been affected by the distal pierced hole torn and twisted working length in several locations. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the elevator of the duodenoscope was in the lowered position, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.